Event description:
A hospital representative reported that during cataract surgery, a system message displayed and there was a spontaneous loss of chamber which resulted in a vitrectomy. The pt is reported as doing ¿fine¿. Follow up information indicates, the pt had a secondary surgery the day after the event, which was a combined procedure to remove posterior capsule fragments and to place secondary intraocular lens implant (iol). The pt was treated with intraoperative and postoperative medication for intraocular pressure (iop) control. The pt is still in the postoperative stages, therefore, the outcome is unknown.

Manufacturer narrative:
The returned sample was evaluated. A malfunction could not be confirmed through both visual and functional testing. A search was conducted to review the lot history and the customer history, no other complaints were found. The device history record (DHR) showed the product was released per specifications. The root cause is not known. (B)(4).